Event description:
During thoracentesis on pt, while attempting to advance the catheter, the device crumbled in the sheath. The customer stated "it's like sand". The pt was admitted to the hosp and is currently being monitored. The course of medial treatment has not been decided.